Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple call service 052 alarms in a 24 hour period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: a review of the black box showed several consecutive call service 052 alarms. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the power circuit or to the cgm module. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.